Manufacturer narrative:
Additional information provided in d.09., h.3., h.6., and h.10. The resight dovetail was received and the sample was evaluated. The threading on the locking screw of returned sample was found to have experienced wear. The root cause of the reported event might be attributed to customer use/handling. However, this was unable to be determined conclusively with the information obtained for this investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming resight dovetail was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomechanical technician reported that a locking screw on the dovetail only turns about three-fourths of a revolution. Upon follow up, the screw began to tighten up. No unexpected outcomes resulted. This occurred over time.